Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl. Cause of bg level was not known. Reportedly, customer called emergency medical services and went to the emergency room. Customer was treated and discharged; nature of treatment and duration of stay were not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Event date is approximate. The customer continued to use the pump for insulin therapy.